Manufacturer narrative:
Initial failure analysis was confirmed by advance failure analysis engineer. The drape's outer labyrinth exhibited a bent tab. The tabs are used to secure the outer labyrinth to the patient side cart. The tab appeared to be bent in a manner that prevented it from correctly engaging with the system. The outer labyrinth was found to have one bent tab, specifically the tab was bent inwards towards the openings for the sterile adapter pouches. Further evaluation found that the bent tab was reproducible by misaligning the labyrinth when installing the drape. In one example, the drape's outer labyrinth is offset towards one of the tabs, and the labyrinth is brought upwards towards the instrument arm, the tab could get caught under the instrument arm and get bent downwards as the outer labyrinth is raised. The tab bent the inner labyrinth did not appear it would be able to be installed.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, one of the four plastic fasteners on the inside of the single port (sp) instrument arm drape accessory joint was bent. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The accessory was found to have a bent tab from outer labyrinth. One of the four tabs is bent. Although that the drape was found to have a bent tab the drape was successfully installed at the in-house system and passed recognition and engagement. All four of the instrument sterile adapter was successfully installed. The cannula sterile adapter was also installed without issue. The sp system's drapes were also successfully deployed. The drape spin test was also performed and passed. The inner and outer labyrinth stayed intact and there was no abnormal noise or friction observed when rotating the instrument drives 180 degrees in both directions. The accessory is still fully functional.

Event description:
Refer to h11 for follow-up information.